Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows the optic is torn and one haptic is torn off and missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The reporter stated that the facility was returning a three piece silicone lens model aq2003v due to lens being torn. No pt contact reported. Further info was requested but none forth coming. If more info is received, a supplemental medwatch report form will be sent.